Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was alerting low blood glucose and blood glucose was not low. Customer also had problems with battey longevity. While troubleshooting for battery longevity, customer received a failed battery test. Customer's blood glucose was 237 mg/dl. During troubleshooting for failed battery test call was dropped. Battery cap would be replaced.